Manufacturer narrative:
405 sealed samples were returned for review. Five samples were pulled to examine. Two of the five were opened and the flexible tips were found intact; however, when a slight tensile force was applied to it, the tip came loose from the wire.the complaint was confirmed. CAPA (B)(4) has been initiated to address the issue of guidewire detachment.

Event description:
Suspected having defective problem.(the coil strip off.)